Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leaking and reduction in volume.

Event description:
Healthcare professional reported right side "leaking and a reduction in volume." Patient's spouse additionally reported "deflation with pain." Device remains implanted.

Event description:
Healthcare professional reported right side "leaking and a reduction in volume." Patient's spouse additionally reported "deflation with pain. Healthcare professional later reported deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported right side "leaking and a reduction in volume." Patient's spouse additionally reported "deflation with pain. Healthcare professional later reported deflation". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "leaking and a reduction in volume." Patient's spouse additionally reported "deflation with pain. Healthcare professional later reported deflation". Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "leaking and a reduction in volume." Patient's spouse additionally reported "deflation with pain." Device remains implanted.